Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating both extensions were causing pain. Surgical intervention took place wherein the extensions were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: extension, model: 3383, UDI: (B)(4), serial: (B)(6), batch: a000159375.

Event description:
It was reported the patient was experiencing pain at the extension site. X-rays confirmed the extension is to close to the skin. In turn, surgical intervention may occur later to address the issue. Note : it is unknown which extension is related to this issue.